Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the "pump stops in the middle of feeding". They stated that the pump also doesn't alarm. Mmdg followed up with the initial reporter, who stated that the patient had not experienced any adverse effects and was doing well. (B)(4).